Manufacturer narrative:
Batch review performed on 12 june 2018; lot 173027: (B)(4) items manufactured and released on 14 august 2017. Expiration date: 2022-07-24; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by 14 june 2018 by washing and packaging manager the picture attached to the complaint was considered during the visual inspection. The bag was opened near the welding performed by the supplier. During white room packaging operations the bag was conform because checked by the operator and because the implant would be loose from the bag during the packaging operation if the opening was already present in that moment. The bag broke during the transport/handling operations.

Event description:
During the surgery the primary patella packaging was found opened. The surgeon used a back-up implant finishing the surgery without critical delay.